Event description:
It was reported that during a da vinci myomectomy procedure, the cable on the mega needle drive instrument broke. Reportedly, no part of the instrument fell into the pt. A post op inspection of the mega needle driver instrument by the site revealed that the instrument shaft surface has damage. The sterile processing dept and the robotics coordinator found that after rubbing the instrument with their hands, "silvers" from the instrument shaft stuck in their hands.

Manufacturer narrative:
Results & conclusions - the instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the distal end of the main tube presents a deep scratch within an area extending approx .75" from the interface with the proximal clevis where material was removed from the main tube. The damaged section has a rough surface. No other damage was found. The following medwatch MFR reports were sent to the FDA regarding this event: 2955842-2009-00332, 2955842-2009-00333, 2955842-2009-00334.